Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. The health care professional (hcp) consulted technical services (ts) and it was suspected that the device had reached elective replacement indicator (eri) since it had been implanted for over 10 years. However, due to no information of this patient on latitude nxt, this could not be confirmed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.